Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements measuring, 2002 ohms. Technical services provided recommendations. At this time, the system remains in service. No adverse patient effects were reported.